Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Customer provided a photograph that shows a crack in the luer adaptor. During follow up phone call with the customer, she firmly stated there was not a leak from the main luer adaptor where the crack is observed. No other information was provided.

Event description:
Customer provided a photograph that shows a crack in the luer adaptor. During follow up phone call with the customer, she firmly stated there was not a leak from the main luer adaptor where the crack is observed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a crack in the y-site was confirmed and is likely supplier related. A series of three photographs of the implicated 20g powerloc safety winged infusion set were returned for evaluation. A 10ml syringe was attached directly to the y-site in two of the photographs. A longitudinal crack was observed in the straight branch of the y-site, where the syringe was attached. A close-up photograph of the y-site showed that the crack traversed from the orifice of the y-site to near the y-site branch. The observed crack occurred along a feature likely caused during the supplier molding process. Bd is working closely with the supplier to prevent recurrence of the reported event.